Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
(B)(6) customer reported that a patient underwent a percutaneous right nephrostomy procedure on (B)(6) 2017. An ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed and secured to the patients' skin with the supplied adhesive. There were no procedural complications reported. The plastic device that secures the catheter to the skin failed on (B)(6) 2017 causing a loss of the catheter placement. The patient was reportedly in bed at the time of the event. The conditions, circumstances and movement activities of the patient at the time of the event were not provided. Product is not supplied with adhesive to attach device to the patient. The instructions for use indicate that if the device becomes malpositioned or if drainage ceases, the catheter should be promptly exchanged or removed. The patient was returned for a repeat nephrostomy implant procedure. No unintended section of the device remained within the patient. No further information was provided. The device is not available for examination; photographs were provided for review.

Manufacturer narrative:
A review of the compliant history, device history record, drawing and quality control data was conducted during the investigation. The product was not returned. However, images show a 6-8.5fr adhesive winged device with compromised adhesive failure. The failure appears across the entire area of the plastic device that fixes the catheter as it separates from the middle of the adhesive butterfly section (which connects to the skin) . There is no indication that this device was not manufacture to current specification or did not meet predetermined testing criteria. This failure (which exhibits signs of stable adhesive security prior to the separation) was most likely caused by a rapid tearing motion caused by the catheter or securement being caught in a bind. Based on the provided information and investigation results, the root cause of the event was related to product use or handling related. The product received excessive pressure. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.